Event description:
If the pacer/defibrillator is being used for pacing and if the source of the ECG signal is another co's monitor, and if there is an inoperative condition, the pacer does not recognize the inoperative condition and assumes asystole thus emiting a pace pulse. The MFR's documentation does not clearly caution against using an ECG source other than the device when pacing.